Event description:
Per the clinic, the patient experienced magnet dislodgements. Subsequently, the patient underwent a revision surgery under general anesthesia on (B)(6) 2024 to replace the magnet. The implanted device remains.